Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was not confirmed, but a blinking front panel was confirmed. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Based on the results of the legal manufacturer's investigation, a definitive root cause of the blinking front panel could not be identified. However, it¿s likely the cause is related to a faulty turret motor. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the xenon light source the emergency light comes on. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.